Event description:
(Os 16.809). The dentist reported that 3 months after the dental implant was installed in pt's mouth, it was verified its non osseointegration; 30 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type ii.